Event description:
Overdelivery noted by customer biomedical engineering during routine preventative maintenance testing. With an expected delivered volume of 20ml, the pump reportedly infused 23ml consistently. There were no reports of any kind received for the device while it was in clinical use.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for lifecare product complaint code 102 (overdelivery) is 0.49/million sets.